Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The clinical sales representative (csr) reported that the customer had problems with universal surgical manipulator (usm4). During wiggle test, error 23022 occurred. Isi has not received the usm4 for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the site had problems with universal surgical manipulator (usm4). During the wiggle test, error 23022 occurred. The procedure was continued as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the hospital staff tried to recover the error a couple of times and after that, the universal surgical manipulator (usm4) passed the test, and system was ready to use. Procedure was completed robotically with 4 arms.